Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lcd display and front case keypad for damaged. Replaced both iui corroded. Install power cord for missing. As found 9.33 sw as left ver 9.33. Tested pm a review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 26may2015 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed. H3 other text : device not received.

Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Device not received.

Event description:
It was reported by the customer that the device was broken/damaged. There was no patient involvement.